Event description:
Intermittent discrepant results for multiple pt's from 2003 to 2007. The following data was provided; units of measure not provided. Tests involved are sodium (na), potassium (k), bicarbonate (co2), creatinine (creat), bun, albumin (alb) and total protein (tp). Each sample was repeated either two, three or four times. See scanned table.

Manufacturer narrative:
If additional info is received, appropriate notification will be provided.